Manufacturer narrative:
Correction: d4. Additional information: g4, h3, h4, h6, h11. H4: the lot was manufactured between september 27, 2023 - september 28, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor under infused during infusion. The expected therapy time was 48 hours, however, at the end of the infusion time approximately 25% of the solution remained in the device. The infusor contained fluorouracil infused through a peripherally inserted central catheter (PICC). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.